Manufacturer narrative:
Section a: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away, per patient's spouse. Additional information was not provided.

Manufacturer narrative:
Section b2 and b3: date of death and date of event are estimated. Section d1: corrected. Section d4: corrected. Section g2.: corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not conclusively be established through this evaluation. It was reported that the patient passed away, per the patient's spouse's call. During the call, the spouse expressed their frustration with talking to the ventricular assist device (vad) coordinator regarding a recall and became more frustrated when the customer support representative (csr) attempted to obtain additional information. The spouse then stated that the patient expired due to our device and that they were going to contact the media because they had been transferred around then disconnected the call. Additional information was not provided. No product available for investigation. The serial number of the heartmate 3 left ventricular assist system was not provided. The heartmate 3 lvas instructions for use (IFU), revision a, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.